Event description:
Facility reported an internal blood leak on a 25th use dialyzer. Estimated blood loss 150cc. The sample is available for examination. Hematocrit on 10/19 was 11.1 and on 10/24 was 10.9. No medical intervention.